Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Screwdriver handle broke.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned product confirmed the complaint; the top portion of the ratchet broke off from the handle. The root causes are attributed to a combination of design and wear out. A two-year search of the complaint database found the root cause may be attributed to a supplier assembly process. (B)(4) was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. Review of the as400 found this lot was manufactured in september of 2009 and is over 7 years old. The complaint sample was manufactured before the design change. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.